Manufacturer narrative:
(B)(4) labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient, on (B)(6) 2025. He experienced a skin reaction with inflammation, swelling, infection, drainage, pain, lump and pus at the needle puncture site. The patient noticed swelling at the site approximately the size of a quarter, presenting as a large knot or lump accompanied by pain. The area was disinfected with alcohol, but the lump persisted. On (B)(6) 2025, the patient visited a doctor and was prescribed an unspecified antibiotic to be taken for five days. On (B)(6) 2025, the patient had a consultation with a different doctor and underwent incision and drainage following a wound culture. Local injections were administered around the area prior to the procedure. No stitches were placed; the site was left open, thoroughly cleaned, and covered with a bandage. Patient stayed in the clinic for approximately 1 hour. The patient was then prescribed with an oral antibiotic doxycycline 100 mg to be taken twice daily for 10 days. It was reported that the wound took several days to heal. There was no documentation of further medical intervention. No photo or other details were documented. At the time of the report, area was healing, with only a small residual lump noted. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.